Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a terminal ilium and ascending colon resection doctor noted that staples on end of transection did not fully form (malformed); he over sewed each end to prevent leak or adverse event. The surgeon over sewed to prevent leaking. There were no patient consequences reported.